Event description:
It was reported by the rep that the (1) hp052 stopped working with the lcsc5 during an unknown procedure. The scrub nurse changed to a new lcsc5 which did not work. The case was completed with another hp052 and with no pt consequence.